Manufacturer narrative:
G2: country of origin is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having cervical anterior fusion spinal therapy. It was reported that there is damage to the screwdriver tip. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information received from manufacturer representative that the tip of the driver is broken.

Manufacturer narrative:
H3: product analysis for part # 3030007; lot # im20f008 visual and optical examination revealed the portion of the driver¿s tip that interfaces with the screw has been worn/stripped consistent with interface during usage. The torx edges have been slightly rolled over and deformed. This type of damage is consistent with torsional overload and repeated use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.